Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 6 was deployed. Following deployment, the sheath was observed to be separated from its hub. No pt complications were reported.